Manufacturer narrative:
Correction: please note conclusion code no longer applies to this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient had a painful burning sensation at the battery site and thoracic spine. Electrode 0 had impedances greater than 10,000 ohms. X-rays revealed no lead movement. Intervention involved therapy suspension in (B)(6). In (B)(6) the patient was reprogrammed on lead 2 and lead 1 was not used. The reprogramming was removed from the event so it was unclear whether or not the therapy was suspended at the time or if they attempted to reprogram the patient. The entire system was explanted in december. The event was possibly related to the device or therapy and not related to the implant procedure. The event was considered resolved without sequelae.

Event description:
Additional information reported an x-ray was taken but results were not available. It was further clarified that the patient's therapy was suspended at the end of october. The event of high impedance was considered resolved without sequelae after reprogramming in november. Then the entire system was explanted in december. The event was noted as not applicable to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the health care professional of the clinical study reported a fractured lead and noted electrode 8. No additional information was reported. If any other new information is received a follow-up report will be sent.

Manufacturer narrative:
Final analysis of the stimulator revealed no significant anomalies. Final analysis of the lead revealed the number 8 conductor was broken 2.3 centimeters from the proximal end.

Manufacturer narrative:
Event is now reportable for serious injury and outcome attributed to the event is intervention required. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information reported the system was explanted. No additional information was reported, if additional information is received a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s tissue surrounding the stimulator was overheating. The patient had an awareness of heat under the skin and a feeling of static electricity and pain in the thoracic region. It was confirmed that it was not shocking and jolting. The heating was not noted as related to recharging instead it was noted as happening when the device was switched on. They did note that they were charging for four hours twice a day. The device was interrogated and one contact was found out of range and was greater than 10,000 ohms. This event was noted to have been able to lead to a serious medical occurrence. Therapy was suspended and an alternate lead was programmed. The patient¿s symptoms were much improved but the event was considered ongoing. The event was possibly related to the device or therapy and not related to the implant procedure. If additional information is received a follow-up report will be sent.